Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 420 mg/dl while wearing the pod for less than an hour. The patient reports the pod was leaking during wear as well as 4 other previous reported pods that the patient had changed. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after 3-4 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone13.4. Cgm sensor type: g6.